Event description:
Customer reportedly obtained results of 5.4 inr and 5.6 inr on the coaguchek xs system and 3.2 inr on a comparison lab. Based on lab, coumadin regimen was changed. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.

Event description:
Customer reportedly obtained results of 5.4 inr and 5.6 inr on the coaguchek xs system and 3.2 inr on a comparison lab. Based on lab, coumadin regimen was changed. No adverse event reported. Requested return of suspect system; however, strips are unavailable for return.